Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had no image and the bending section mest had rust. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no image was an electrical component failure. The most likely cause of the bending section rust was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.